Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous elevated accutni results above acute myocardial infarction (ami) cut-off generated by the unicel dxc 600i synchron chemistry analyzer. The erroneous results were reported out of the laboratory. It is unknown if patient treatment was impacted by this event. The samples were repeated and lower results were obtained.

Manufacturer narrative:
The samples were in lithium heparin gel tubes, centrifuged at 3700 rpm for 5 minutes. All samples were run from primary tubes through the close tube accession (cta). Per customer, the troponin qc low level was out of range and calibration did not pass. A bci field service engineer (fse) checked the access 2 instrument, which met specification. The cta verification testing failed. Fse replaced the cta sample probe. The unit is operating as intended.